Event description:
Boston scientific corporation became aware of the following event within the article "pd15-10: outcomes for patients undergoing spaceoar placement in the salvage radiation therapy setting" written by spencer bell, et al. According to the literature, it was reported that an investigation of the outcomes and complications associated with spaceoar placement in patients undergoing salvage radiation therapy (rtx) was performed. The database for patients undergoing salvage radiation therapy from (B)(6) 2018 to (B)(6)2022 was reviewed. The patients who had an attempted spaceoar placement and had a success rate as well as complications associated with the placement and subsequent rtx were assessed. All spaceoar placements were performed in the operating room. This report captures an event involving a patient who had a successful spaceoar placement in (B)(6)2021, and then had salvage high-dose radiation (hdr) brachytherapy in (B)(6) 2021. The patient developed a recto-urethral fistula in september 2021, and as a result the patient underwent a colostomy. It was also reported that a rectal balloon was used during initial proton beam therapy (pbt) which "locked" the anterior rectal wall against the posterior part of the prostate. Subsequent spaceoar procedure caused microscopic tears in the rectal wall while filling perirectal space. The combination of dual radiation exposure in the setting of possible rectal injury from spaceoar placement led to the recto-urethral fistula to form. The patient had plans for a reversal but was lost to follow up. It was noted no patients captured in the article developed an acute complication that prevented them from receiving their scheduled salvage radiation therapy.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to provide the upn and lot number of the suspect device; therefore, the lot expiration and device manufacture dates are unknown. Block g2: bell, s. H., helstrom, e., horwitz, e. M., hallman, m. A., wong, j., uzzo, r., kutikov, a., chen, d., greenberg, r. E., smaldone, m. C., viterbo, r., uzzo, n., & correa, a. F. (2023). Pd15-10 outcomes for patients undergoing spaceoar placement in the salvage radiation therapy setting. Journal of urology, 209 (supplement 4). Https://doi.org/10.1097/ju.0000000000003262.10 block h6: patient code e2314 is being used to capture the reportable event of fistula.